Event description:
Further follow-up indicates the patient had their system explanted.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective therapy due to high impedances. Surgical intervention may be pending to address the issue.